Event description:
It was reported that during a da vinci-assisted general surgical procedure, it was reported that staff encountered a repeated recoverable fault, with error 319 appearing on the universal surgical manipulator (usm) 3 axes controller carriage (acc) node. The issue was identified through on-site error logs, and the situation led the surgical team to proceed laparoscopically. The procedure was converted to a traditional laparoscopic surgery with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Manufacturer narrative:
Annex c was updated to c0201.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection, the rolling loop fiber was found to be damaged, replicating the reported event. The usm was installed onto a golden system where the error 319 was triggered. The usm was then installed onto a patient side cart fixture test platform where check all boards was found to be failing for the axes controller carriage. Once testing was completed, the rolling loop fiber was tested and was verified to be the source of the fault. As a result of these findings, fa was able to conclude that the rolling loop fiber was found to be the root cause of the reported event.